Event description:
The family member called to obtain info on distributors in the area to try to order infusion sets. It was indicated that the customer is very thin and was using the incorrect set. Also it was informed that the customer was hospitalized for high bgs three days after they began the pump use and was released few days later. The contact emphasized that the customer's hospitalization was due to the set and not to the pump. The family member stated that the programming on the pump was verified in the hosp and they are not concerned with the pump. Pump was not available for testing at the time of call.